Manufacturer narrative:
(B)(4). A component of the superdimension system, case recordings, was returned and evaluated and nothing that would have caused or contributed to the customer¿s report was found. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The site reported that during a superdimension procedure they had concerns about the accuracy of the system when used with a particular bed that was used for this case. The patient was under general anesthesia and the case was not completed. If additional information pertinent to the incident is obtained a follow-up report will be submitted.